Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2020 due to what the patient believed was causing mid foot pain. Upon removal, the surgeon found no failure with any of the hardware and indicated the intended bones completely fused/healed. Although the surgeon stated that the implanted hardware was not a contributing factor to what the patient was experiencing, he was unable to determine the source/cause of the reported pain. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device or healing of the surgical site. The device was not returned to the manufacturer for evaluation, as it was discarded. Device specific product and lot information were not available, therefore a review of device history records was not able to be performed. However, all non-conformances for lapiplasty system (sk12) were reviewed and no non-conformances or issues during the manufacture or release of the product were identified to date that could have contributed to what was reported. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2020 due to what the patient believed was causing mid foot pain. Upon removal, the surgeon found no failure with any of the hardware and indicated the intended bones were completely fused/healed. Although the surgeon believed that the implanted hardware was not a contributing factor to what the patient was experiencing, he was unable to determine the source/cause of the reported pain. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device or healing of the surgical site.